Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that 20059e will not flush could not be verified due to the product not being returned for failure investigation. A device history record review for model 20059e lot number 21029626 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. (B)(4) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the largebore 8 inch ext vlv would not flush due to blockage/occlusion. The following information was provided by the initial reporter: "we have another one 20059e lot # (10) 21029626 that will not flush."